Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the device was returned to the lab with no output and no telemetry. Device analysis found that the no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
It was reported that the device was not pacing and could not be interrogated. The device was explanted and replaced. No patient complications have been reported as a result of this event.